Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to sensing issue and no clean signal. After multiple repositioning, the lead was replaced with another lead and there were no adverse patient effects were reported. The ra lead is expected to return for analysis.

Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to sensing issue and no clean signal. After multiple repositioning, the lead was replaced with another lead and there were no adverse patient effects were reported. The ra lead is expected to return for analysis.